Event description:
During the assistance with a check supply line alarm on the home choice (hc), this occurred on the homechoice (hc) during use, during refilling the heater in fill 3 of 3; the customer revealed they had removed a solution bag, and attached a new one to the same line. The technical service representative (tsr) explained that the setup was compromised, and told the customer to end therapy. They were also told to contact their nurse, and discontinued therapy for the night. During follow-up, the care giver (cg) was asked about the reported problem. The cg stated, they did end therapy for the night, and contacted the peritoneal dialysis registered nurse (pd rn) the next morning. The cg stated that this was a mistake from both parties. They stated therapy was changed from using one bag to using two. They explained that when the alarm occurred they ran out of solution, and added a bag because therapy was not completed yet. They stated they learned that was not the appropriate procedure. They stated that the patient is okay and continuing therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient. The disposable set was reused after replacing a single solution bag. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.